Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred after the cartridge was filled with 300 units. There was no reported impact to the user's blood glucose level. The user would load a new cartridge.